Event description:
Patient reported that she is currently in the emergency room for assessment and treatment for a large, tender, reddend, area of irritation at a v-go on the left side of her abdomen. Patient stated she thinks it is infected and coming to a head. Patient denies any drainage present. Patient stated this is a new on set within 24 hours.